Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and there was an apparent lead fracture. The lead was to be replaced, however to the physician was unable to remove it so high voltage therapies were programmed off, and the rv lead is being used for pacing. No further patient complications have been reported as a result of this event. Additional information was received further reporting that there was also high impedance, noise, and elevated thresholds. The pacemaker was programmed to ddd mode. Additional information received reporting fracture, high impedance of greater than 2500 ohms, and that the lead will be capped.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and there was an apparent lead fracture. The lead was to be replaced, however to the physician was unable to remove it so high voltage therapies were programmed off, and the right ventricular lead is being used for pacing. No further patient complications have been reported as a result of this event. Additional information was received further reporting that there was also high impedance, noise, and elevated thresholds. The pacemaker was programmed. Additional information received reporting fracture, high impedance of greater than 2500 ohms. The lead was later capped. An allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and there was an apparent lead fracture. The lead was to be replaced, however to the physician was unable to remove it so high voltage therapies were programmed off, and the rv lead is being used for pacing. No further patient complications have been reported as a result of this event. Additional information was received further reporting that there was also high impedance, noise, and elevated thresholds. The pacemaker was programmed to ddd mode. Additional information received reporting fracture, high impedance of greater than 2500 ohms. The lead was later capped.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and there was an apparent lead fracture. The lead was to be replaced, however to the physician was unable to remove it so high voltage therapies were programmed off, and the rv lead is being used for pacing. No further patient complications have been reported as a result of this event. Additional information was received further reporting that there was also high impedance, noise, and elevated thresholds. The pacemaker was programmed to ddd mode.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. The patient is involved in a settlement involving the sprint fidelis leads. Therefore, no attempts for additional information will be made.

Manufacturer narrative:
It was reported that the patient received inappropriate therapy due to oversensing, and there was an apparent lead fracture. The lead was to be replaced, however to the physician was unable to remove it so high voltage therapies were programmed off, and the rv lead is being used for pacing. No further patient complications have been reported as a result of this event. Additional information was received further reporting that there was also high impedance, noise, and elevated thresholds. The pacemaker was programmed to ddd mode. No conclusion can be drawn impedance, high nterference lead(s), fracture of shock, inappropriate high threshold.